Event description:
Pt. Was undergoing an endoscopic cholecystectomy. While this grasper was being used, through the endoscope, it could not be closed (the jaws) despite multiple attempts. An additional instrument was passed, via endoscope port, and was used to successfully close the grasper jaws. The instrument was then removed. There was no harm to the patient as a result of this event.